Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a right side possible rupture. Device remains implanted.

Event description:
Healthcare professional reported a rupture, confirmed via CT and ultrasound. Healthcare professional later reported "axilla demonstrate echogenic nodules likely extravasated silicone lymph nodes, benign in appearance, approximately 1.7cm on the right." This record is for right side. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture and silicone migration: observed broken device assessed as surgical damage. As per the investigation procedure, creases were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b5, b6, d6b, h6 a review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Additional, corrected and/or changed data: b.1, b.5, h.6.

Event description:
Healthcare professional reported a rupture, confirmed via CT and ultrasound. Healthcare professional later reported "axilla demonstrate echogenic nodules likely extravasated silicone lymph nodes, benign in appearance, approximately 1.7cm on the right." This record is for right side. Device has been explanted.